Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 10/27/2015. The fse found that the pinch valve at vl42 was broken and was causing the aspiration lines not to flush properly. The fse replaced the broken pinch valve resolving this issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that the coulter lh 500 hematology analyzer was generating 'diluent comp out of limits' error messages and also observed fluid and air in the aspiration lines. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 10/27/2015. The fse found that the pinch valve at pv49 was broken and was causing the aspiration lines not to flush properly. The fse replaced the broken pinch valve resolving this issue. The repairs were verified per established service procedures. Beckman coulter internal identifier for this report is (B)(6).